Manufacturer narrative:
(B)(4). This is a report of use error, where the supplies were damaged while in use for peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The ¿operating instructions-prepare for therapy¿ and "quick reference" sections warn the user that using damaged sets can result in contamination of the fluid or fluid pathways. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. During troubleshooting, the customer reported that the patient line was full of air and that they had cut the tubing of the transfer set. The technical services representative assisted with ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.